Event description:
The customer reported a false negative result with the binaxnow¿ covid-19 antigen self test performed on (B)(6) 2021 on a unknown sample. The customer reported that nine home test were purchased and used between three people and all test generated a negative result. Even the person who had already tested positive for covid. The customer alleged that the binaxnow¿ covid-19 antigen self test results were inaccurate and sought additional testing. The first test user performed pcr confirmation testing and obtained a positive results. Two of three test users performed repeat testing with a rapid test and received positive results. The customer reported that all three people were exposed to covid. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation.